Event description:
It has been reported to philips that the device will not start. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Troubleshooting actions identified that control cabinet has no electricity, and the power indicator lights are not on. The fse replaced fan tray. After replacement of fan tray, system was returned to use in good working order. The codes were updated based on the investigation outcome.